Event description:
The pt has had constant hoarseness since they were implanted with the vns system. The reporter also indicated that the speech therapist scoped the pt and diagnosed them with vocal cord paralysis. The reporter further stated that she reviewed the implant surgery report and it is reported that the surgeon removed part of a nerve; however, she did not know which nerve. The reporter thinks that the cause of the vocal cord paralysis is because of the surgeon. The pt is currently seeing a speech therapist and their right vocal cord has begun to compensate for the left vocal cord. It was further reported that the pt is doing well overall. It was further reported that the device was not turned on during the implant surgery; it was activated 10 days after surgery.